Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0870 inches. The thump and carelink software was utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 23-jul-2025 listed on smartsolve due to insufficient data in the trace/history files. On related svn#: (B)(4), the test guardian link with the glucose sensor simulator communicated properly with the pump noted. Pump programmed with two bg on glucose sensor simulator and the auto correction registered properly in the pump history noted. No pump under delivery during testing. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 24-jul-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn# (B)(4) event date of 23-jul-2025/related svn# (B)(4) event date of 24-jul-2025, there are no unexpected alarms/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The pump was received without a battery. On related svn#: (B)(4). The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for battery cap damage, under delivery anomaly and pump not giving the autocorrection was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer also reported a possible under-delivery anomaly. Blood glucose value at the time of the event was 590 mg/dl. The customer experienced symptoms of confusion, feeling sick/unwell, headache, tiredness/weakness, extremity pain/cramps, and increased thirst. During the event. The customer experienced hyperglycemia and diabetic ketoacidosis, had an emergency room visit and was treated with intravenous insulin infusion and other (saline). The event involved product(s) mmt-1884l, mmt-332a, mmt-394a, and mmt-7040a. Troubleshooting was performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer discontinued the use of the insulin pump and mmt-1884l was returned for analysis. No product return is required for mmt-332a. No product return is required for mmt-394a. No product return is required for mmt-7040a.